Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation confirmed that the distal shocking coil was stretched at the distal end. Laboratory analysis concluded that the observations were consistent with induced damage.

Event description:
Boston scientific received information that during the attempted implant of this implantable defibrillation lead, review of the lead under fluoroscopy revealed coil separation at the distal end of the lead. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--